Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00337.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, a belt slip error message was displayed on the arterial roller pump. As a result, an alternate device was employed. The total delay in the effective start of the cpb was five minutes. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the pt.